Event description:
It was reported that the ventilator was physically damaged. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our complaint investigation has been finalized. According to information the ventilator got physically damaged after it had fallen to the floor from a height of approximately 1.5 meters. The fall physically damaged the cassette compartment, panel and control cable. Review of the received photographs confirms the reported problem. Issue resolved by replacing the damaged parts and unit was handed over to customer in working condition.

Event description:
Manufacturer's ref. #: (B)(4).